Event description:
The pt underwent a sling procedure. The sling was placed in the pt and when the sheath was pulled to be removed, the sheath began ripping apart and breaking. The sheath was successfully removed.